Event description:
Customer reported baxter tubing will unwind from the maxplus valve on the extension set and leak. There was no report of pt or user harm and no medical intervention required. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's report of the baxter tubing unwinding from the maxplus extension set and leaking could not be confirmed because the product was not returned for investigation. The root cause of this failure was not identified.